Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Tip of the screwdriver broke while positioning the glenosphere. Broken part in the hole and in the patient with no possibility to extract.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.